Manufacturer narrative:
The user facility's biomedical engineer (biomed) is trained by the MFR. He called technical supports to get part number and will make replace the light emitting diode (led) himself. No part is being returned. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the light emitting diode (led) over-temp light did not come on when the cooler heater unit was at over-temp. Since the event occurred during preventative maintenance, there was no pt involvement.